Event description:
As reported: "the drill bit broke. All items have been removed."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: please refer to section d4 (lot#). The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received drill was found broken into two fragments at the distal end. The cutting flutes showed deformation along with visible nick marks, indicating prior use of the device. Examination of the broken surfaces suggests that the device broke suddenly in a brittle manner, with no plastic deformation and the surface being shiny and flat, likely due to the application of excessive torsional and axial forces. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause is attributed to user-related factors. The damage observed around the cutting flutes and the examination of the break surfaces indicate that the break occurred due to the application of excessive force. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the drill bit broke. All items have been removed."